Event description:
After surgeon inserted laparoscopic pediport, pieces of plastic material were seen in the port site. Port was removed by surgeon, examined with damage noted. All visible pieces of plastic were extracted.